Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 3 of 4 an air detected in cassette warning was encountered. Patient did not find any leak, but at treatment complete the patient found fluid in the pump module area of the cycler. In a follow up with the patient's pdrn, it was verified that the patient did not have any kind of harm, adverse event or intervention due to the leak. The patient has since the leak, received a new cycler and is able to carry out treatments without issues. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 3 of 4 an air detected in cassette warning was encountered. Patient did not find any leak, but at treatment complete the patient found fluid in the pump module area of the cycler. In a follow up with the patient's pdrn, it was verified that the patient did not have any kind of harm, adverse event or intervention due to the leak. The patient has since the leak, received a new cycler and is able to carry out treatments without issues. The cycler set is not available to return for investigation.